Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.